Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 500 mg/dl. No significant events leading to the emergency room visit were noted. The customer was treated with fluids, manual injection, and intravenous insulin. She noted that she had not changed any settings prior to the high blood glucose event and had changed the basal afterward. She called back when she had tubing clamps to perform the high pressure test, which the device passed. The high blood glucose reading was over 500 mg/dl, and the most recent blood glucose reading was 103 mg/dl. She was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.